Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was not able to generate flow above 1 lpm consistently. A functional check showed that the device was not able to generate pressure consistently above -2.0 psi in bypass. Explained that this could be indicative of a problem with the circulation pump. Stated that the biomed would ship a replacement loaner.